Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that the thermogard xp ivtm system (serial #(B)(4) ) displayed "tcm ID:02" (ce danfoss error). It is unknown if patient ivtm therapy was continued using another thermogard xp ivtm system. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.